Manufacturer narrative:
This follow-up for 1220246-2021-04133 is to update and change section b1 to adverse event from the initial submission of product problem. Also, section h1, the type of reportable event is now "serious injury" change from "malfunction" in the original submission of 1220246-2021-04133.

Event description:
On 12/01/2021, it was reported by a sales representative via email that an ar-1927bct-475 corkscrew suture anchor broke while being inserted. This was discovered during a procedure on (B)(6) 2021. Although the correct punch/tap was used to create the bone hole, screw broke on the third turn. After receiving additional information on 12/1/2021, sales representative has confirmed that this occurred during a rcr procedure. Surgeon removed faulty anchor and all broken pieces from inside patient and switched to an ar-2600sbs-10 knotless speedbridge kit instead to complete procedure. Surgeon also created new bone holes for the speedbridge anchors.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/01/2021, it was reported by a sales representative via email that an ar-1927bct-475 corkscrew suture anchor broke while being inserted. This was discovered during a procedure on (B)(6) 2021. Although the correct punch/tap was used to create the bone hole, screw broke on the third turn. After receiving additional information on 12/1/2021, sales representative has confirmed that this occurred during a rcr procedure. Surgeon removed faulty anchor and all broken pieces from inside patient and switched to an ar-2600sbs-10 knotless speedbridge kit instead to complete procedure. Surgeon also created new bone holes for the speedbridge anchors.